Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. During the investigation unreported condition of damaged housing was detected. This damage was consistent with rough handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the handle was displaying an error graphic and will not function. It has only had 30-40 uses. Handle was reset; however, error did not resolve. There was no patient involvement.